Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level. The customer's blood glucose was 500 mg/dl. The customer reported that battery cap was crashed, and the side of the reported insulin pump was discolored. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with stripped battery cap coin slot. Unit received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case at reservoir tube window corner, stained end cap sticker and stained address/serial number label.